Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure circumstances required the lead to be placed from outside the pocket. It was reported the lead may have been damaged by the forceps and a pacing failure and low impedance were noted in bipolar configuration. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.